Event description:
It was reported that a malfunction alarm occurred after customer dropped the pump. There was no adverse impact to the customer's blood glucose level. The pump was reset and the customer continued to use the pump for insulin therapy.